Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the analyzer and noted that both of the x motor belts were worn out due to degradation over time and the qc rack grid was out of position. He then performed a system shutdown and replaced both the x-motor belts and the sample probes. He adjusted the tension of the belts and transfer head using the pin tool. He cleaned and lubricated the worn gears, the transfer head shafts, and the liquid level detection (lld) contact pins with alcohol swaps. He also adjusted the bowl sensor and cleaned and vacuumed the cooling unit. He switched on the instrument and initialized the instrument successfully. He performed multiple transfer accuracy checks with successful results. The customer performed calibration and qc with successful results. On the field service engineer's (fse) follow-up service visit, he replaced the robotic transfer gantry. He also performed adjustments in the belt and adjusted the tension. He performed a robotic transfer check. The fse was not able to identify the possible root cause. The investigation is ongoing.

Event description:
The initial reporter received questionable crp results from an unspecified number of patient samples tested on the cobas integra 400 plus. The reporter stated that the probe kept breaking. The reporter was able to provide one patient sample with discrepant results: the initial result was 34.04 mg/l. The repeat result was <0.6 mg/l.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The cause of the event could not be determined.